Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7122081. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the leads migrated. The patient underwent a lead explant procedure. The explanted devices were not returned.

Manufacturer narrative:
The returned lead with model of sc-2218-50 and a serial of (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observations with testing of the product return. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also noted that the leads migrated. The patient underwent a lead explant procedure. The explanted devices were not returned.